Manufacturer narrative:
The lot complaint history was reviewed, this is the seventh complaint for the finish goods lot; however, the first for this issue. The device history record shows that the product was released per specifications. The used posterior pack was visually inspected and no obvious defects were found. Surgical residue and balance salted solution crystal in the fluid path of the manifolds appeared that the sample was surgically used. A full internal pressure leak test was then conducted on the cassette and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, and passed intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed to the drain bag without any interfering. No leakage was detected from the connectors, the drain path, the pump elastomer or on the pump area of the fluidics module. Additionally, no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A customer reported cassette leakage before surgery begun. The product was replaced. There was no patient harm. A product sample has been requested for evaluation.